Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an abscess at the lead incision site. The physician drained the abscess and decided to replace the device. There have been no reports of further complications regarding this event.